Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "dx of grade IV capsular contracture". This record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, d9, h4, h6.

Event description:
Health professional later reported "implanted deflated" during surgery, which is considered not related to the device. This record is for left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation-use error: observed an opening assessed as surgical damage per rga. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Healthcare professional later reported "deflation" during surgery, which is considered not device related. Device has been explanted and replaced.